Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: customer returned (6) loose 3/10cc bd syringes and (1) pen needle that is not a bd product. Customer states that the needle hub separated when removing shield and shields are hard to remove and the needle is completely missing from syringe. All returned syringes were examined and 3 out of 6 samples were returned with the hub-needle/shield assembly separated from the barrel. No defects were observed on the remaining samples. Unable to perform DHR check for shield does not detach as intended, needle hub separates and needle missing due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10

Event description:
It was reported that the hub separated from device during use with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that needle hub separated when removing shield and shields are hard to remove. Also reported needle completely missing from syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the hub separated from device during use with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that needle hub separated when removing shield and shields are hard to remove. Also reported needle completely missing from syringe.